Event description:
Gastronomy tube placed. Call from surgeon to or on one week later to report the balloon would not maintain air. It slowly deflates over time. Per report of surgeon, balloon was inflated the night prior by the surgeon but was empty in the morning. Patient returned to or for replacement of tube. Event was reported to abbot rep, who gave this response:"if a luer lock syringe is used to inflate balloon instead of a slip tip, it can loosen and detach a band on the cylinder inside balloon, which will result in a very slow leak." "A 20ml, slip tip syringe should be used on balloon. Also, only use water or saline to inflate balloon. Using air will result in leakage."